Event description:
It was reported that during atrial fibrillation pulse field ablation farawave catheter was selected for use. It has been mentioned that after flushing the catheter, it was advanced into the left atrium under guidance. It was noted that the heparinized saline could not be infused through the catheter's irrigation lumen within the left atrium. The catheter was replaced and the procedure was completed using new catheter. No patient complications occurred. Patient condition was reported to be stable.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith efforts to obtain the information regarding patient impact is in progress. A supplemental report will be filed if the information is received.